Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. During functional testing for flow rate accuracy, the flow rates were found within specification. The 125ml/hr and 40ml/hr, and the error percentage rates were -5.932% for 125ml/hr, this error percentage rate was out of the +/-5% specification range but within the 5% to 10% range, and +0.252% for the 40ml/hr and this error percentage rate was within the +/-5% specification range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel required adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a spectrum infusion pump, he pump was not infusing a norepinephrine drip that was started at "1" (units unspecified). The pump appeared to not be administering the norepinephrine, despite the pump saying it was running. The patient became hypotensive (76/48). Phenylephrine 100mcg intravenous (IV) push was given to increase blood pressure and a new bag of norepinephrine was spiked and started on another IV pump. The patient's blood pressure immediately recovered. No additional information is available.